Event description:
It was reported that during the procedure in the heavily calcified left circumflex artery, the physician advanced a balance middleweight (bmw) universal guide wire into the patient anatomy using a radial approach. No resistance was felt advancing the guide wire. The physician then advanced a 2.5 x 12 mm trek rx dilatation catheter over the bmw guide wire into the patient anatomy; however, the device was unable to cross to the target lesion and was removed from the anatomy. A 1.5 x 12 mm trek rx dilatation catheter was then advanced and was able to cross to the target site. The balloon was inflated to 12 atmospheres (atm) for 30 seconds and deflated. A second inflation was made for 30 seconds at 12 atm and the dilatation catheter was removed. The 2.5 x 12 mm trek rx was then re-inserted into the patient anatomy and was then inflated to 4 atm for 10 seconds and removed from the anatomy. A 2.0 x 12 mm trek rx dilatation catheter was then advanced into the patient anatomy. The balloon was inflated to 15 atm for 40 seconds, the balloon deflated and the device removed from the anatomy. The 2.5 x 12 mm trek rx dilatation catheter was then re-inserted; however, the device was unable to cross to the target site and was removed from the patient anatomy. A 2.0 x 12 nc trek rx dilatation catheter was then advanced, but was unable to cross to the target lesion and was removed from the anatomy. Next, a 1.5 x 8 nc trek rx dilatation catheter was advanced, but this device was also unable to cross to the target lesion and was removed from the anatomy. The physician then re-inserted the 2.0 x 12 mm trek rx dilatation catheter, but it was unable to cross to the target lesion and was removed from the anatomy

Manufacturer narrative:
(B)(4). A 1.5 x 15 mm trek rx dilatation catheter was then advanced and the balloon was inflated to 20 atm for 30 seconds. The balloon was deflated and the device was removed. A 2.0 x 15 mm trek was then advanced, but was unable to cross to the target lesion and was removed. The physician then advanced a balance middleweight guide wire as a buddy wire; however, the guide wire was unable to advance and was removed. Next, a 300 whisper guide wire was advanced and was able to cross the target lesion. The 2.0 x 15 mm trek rx dilatation catheter was then re-inserted into the patient anatomy over the first bmw guide wire; however, it was unable to cross and was removed from the anatomy. At this point, the physician removed both guide wires from the patient anatomy. No resistance was felt when removing the second bmw guide wire; however, resistance was felt when removing the first bmw universal guide wire and it was noted that the guide wire was caught on calcium. The bmw universal guide wire then separated at the tip and approximately 3/4 inch remains in the patient anatomy. As the physician had difficulty advancing dilatation catheters to the target site, no attempt was made to remove the separated segment of guide wire. The separated segment remains in the patient anatomy. The physician then ended the procedure. There was no reported clinically significant delay in the procedure and no adverse patient sequelae. Concomitant medical products: dilatation catheter: 1.5 x 12 mm trek, 2.5 x 12 mm trek, 2.0 x 12 mm trek, 1.5 x 15 mm trek; guide wire: whisper; guide catheter: ikari. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported guide wire separation was confirmed. Based on visual inspection, dimensional measurements, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Sem analysis results suggest that the shaping ribbon and tip coil failure may be attributed to tensile overload. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.